Manufacturer narrative:
The phoenix device was evaluated on site by a qualified baxter technician. Visual inspection found that the electrovalve ev1 had overheated and melted. The cause of the failure was a salty water spillage which originated from the rigid hydraulic connector of the pressure inlet (pi) transducer had leaked into the valve. The valve and rigid connector were replaced. The reported condition was verified. A service history review revealed three previous technical interventions due to failed leakages tests or fluid leakages found in the portion of the circuit close to the ev1 valve. The functionality of the phoenix was restored and the device was returned to clinical service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during set up with a phoenix monitor, smoke was visible ¿in the machine¿. There was no patient involvement. No additional information is available.